Manufacturer narrative:
Additional information: b5, g3, h6 (fdd-a25) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during mobilization of the greater curvature of the stomach in a traditional duodenal switch laparoscopic procedure. The device exhibited inadequate or partial sealing, with evidence of energy delivery and end tones heard when applied to mesentery of the greater of the stomach. Used another device and worked fine. There was no patient injury.

Event description:
It was reported that during mobilization of the greater curvature of the stomach in a traditional duodenal switch laparoscopic procedure, the device exhibited inadequate or partial sealing, with evidence of energy delivery and end tones heard.

Manufacturer narrative:
D10 concomitant products: lf1944, jaw lap lf1944 ligasure maryland 44 cm (lot#:40890019x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.